Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips (for scissors) opened and closed properly. The cut test was performed and passed. The instrument was fully functional. Visual inspection was performed, and no damage was observed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar curved scissors instrument (part#470179-19/lot# k11220314 0492) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 9 remaining usable lives with no subsequent use recorded. No image or procedure video was provided. This complaint is being reported based on the following conclusion: unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument displayed unnatural motion that did not match to hand controls. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument moved in an unintended direction. The site declined to provide patient related information.